Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a follow-up, a single post-paced t-wave oversensing episode was observed during a right ventricular sensing test. No intervention action was suggested since this was just a one time occurrence. The patient condition was good.